Manufacturer narrative:
The investigation determined the event was consistent with the dripping basic wash nozzle causing residual liquid in the cuvettes. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable alt results for 1 patient sample and questionable creatinine results for 1 patient sample on a cobas 8000 c 702 module. Sample 1: the initial alt result was <5 u/l and the repeated result was 33 u/l. Sample 2: the initial creatinine result was 1010 umol/l and the repeated result was 78 umol/l. The initial result was used to calculate the estimated glomerular filtration rate (egfr) and was reported. The egfr was not recalculated after the initial result was updated with the repeat. The general practitioner questioned the result as the urea and creatinine were normal. The result was amended.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found the nozzle on the cuvette wash station was dripping. He replaced a valve, vacuum pump diaphragms, and vacuum pump valves. He fixed a folded tubing, performed checks that were acceptable, and performed adjustments and alignments. The investigation is ongoing.